Event description:
The patient was implanted with a left ventricular assist device (lvad). The reporter indicated that one month-post implant and removal of another MFR's device, the patient experienced a stroke. The reporter believed that the cause of stroke was due to clot coming off of the cannulae when it was removed. The patient had symptoms of right-sided weakness and tracheostomy (trach) tube was inserted. The patient was transferred to a rehabilitation center and has not been discharged post-implant.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event and patient outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.